Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. It was confirmed that the wash station had a leaking probe. The wash stations were corrected, and system was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine patient result was obtained on an atellica ch930 analyzer. The initial result was reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine patient result.